Event description:
It was reported that foreign matter was found inside the bd 1ml syringe. This event occurred 82 times. There was no report of patient impact. The following information was provided by the initial reporter: the doctor found dust, debris and particles inside syringe packing.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. Nine photos and 82 samples were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe packaging. The returned samples were subjected to visual inspection. The team observed jagged holes on the bottom web and particles inside the package. The black particles, which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance. The distribution center has been notified of this complaint for their awareness. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.